Event description:
It was reported that the patient's implantable cardiac monitor (icm) had missing details of a prior af episode in the electrogram (egm). No intervention has been performed. The patient was in stable condition.